Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented over a remote transmission. Stored egm showed the device exhibited non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made.